Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, the surgeon was able to press the green button but it did not fire and was unable to squeeze the handle. The scrub nurse changed the device and it did work. There was no patient condition reported.